Event description:
The device was used during a laparoscopic spleenectomy procedure. Reportedly, there was insufficient coagulation, the device did not cut, and was difficult to close. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.